Manufacturer narrative:
The event was confirmed during visual inspection of the device as the derlin ball was found to be missing . No additional device failures were found. The device was disposed of by the manufacturer and not returned to the user facility.

Event description:
It was reported that during inspection at the user facility the delrin ball was "going to leave" the system 6 aseptic housing assy. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during inspection at the user facility the delrin ball was "going to leave" the system 6 aseptic housing assy. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Updated to "reuse"